Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed a disconnected tubing from port 7 on the blood sample valve (bsv). The fse reattached tubing at port 7 of the bsv and the instrument ran without any leaks and error messages. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported an uncontained leak of 50ml from the coulter lh 780 hematology analyzer while running the analyzer. There were low vac drifted error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, protective eyewear and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.